Event description:
It was reported that the balloon failed to deflate. Reportedly, during balloon angioplasty of the distal anterior tibial artery. The balloon failed to deflate after being inflated for 2 minutes. The physician had to puncture the balloon with the back end of the wire and advance the sheath into the proximal portion of the balloon in order to deflate the balloon. The device was removed and another balloon catheter was used to complete the procedure.

Manufacturer narrative:
The investigation is currently in progress. The device will not be returned for eval. This event was reported via voluntary (user facility) medwatch # (B)(4). Uf/importer report # (B)(4).